Event description:
A malfunction alarm, identified as malf 12, was reported. The customer's blood glucose level did not exceed 500 mg/dl and thus was within a normal range. Tandem technical support provided the customer with instructions to reset the pump, resolving the issue as the malfunction code did not recur. The customer was advised to contact support again if the issue persisted and understood the instructions given.